Event description:
It was reported that this pacemaker had a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) was consulted and noted farfield oversensing due to crosschamber blanking. Ts provided reprogramming options to prevent oversensing and pmt. This pacemaker remains in service. No adverse patient effects were reported.